Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intermittent audio output and an adverse event occurred. The patient stated that while he was asleep, his wife noticed he was sweating profusely, and she woke him up. He was confused and still sweating so she gave him orange juice. His blood glucose then rose to the mid-120s mg/dl. He stated that his wife confirmed to him that the device had not alarmed for low glucose. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.